Event description:
It was reported by the sales rep. That her demo laser powered on and then shut off after a few seconds. She tried cycling power a couple of times and the same thing happened. After a few attempts at this, the laser souldn't even power on at all. The case could not be completed and was rescheduled. The laser will be sent in for repair.